Event description:
The facility reported an ifusion pump with failure code 703. Information was not provided regarding whether or not the device was in patient use when the event occurre. No record of any patient incident involving the pump no patient injury had been reported.